Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was exposed and it would not go into the unknown sheath. The user opted to open a new unknown mynx. No patient was harmed and we were able to use a different unknown mynx to close. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was exposed and it would not go into the unknown sheath. The user opted to open a new unknown mynx. No patient was harmed, and we were able to use a different unknown mynx to close. Additional information was requested but not provided. A non-sterile mynx control 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separately, and the procedural sheath was not received for evaluation. The stopcock was observed to be in the open position, and the balloon was found fully deflated. The sealant was in its manufactured position, fully covered by the sealant sleeves and exposed to blood. The sealant sleeves were observed to be slightly kinked/bent. No other damages or anomalies that may have contributed to the reported failure were observed. A dimensional test was not performed on the sealant sleeves of the returned device due to the slightly kinked/bent condition observed to the sealant outer sleeve assembly. However, the catheter working length from the distal end of the sheath catch to the proximal end of the balloon of the returned device was verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was able to be fully depressed, and no issues were noted with respect to button 2, and the balloon was able to be completely withdrawn into the tamp tube. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification revealed that the sealant was in its manufactured position, fully covered by the sealant sleeves and exposed to blood. The sealant sleeves were observed to be slightly kinked/bent. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the returned device since the sealant was in its manufactured position and fully covered by the sealant sleeves. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure reported by the customer since the sealant was returned fully covered by the sealant sleeves. However, as the sealant sleeves were found to be slightly kinked/bent, it is possible that handling factors during the insertion attempt contributed to this returned condition. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely, and/or obstruct the device path. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.